Event description:
It was reported that the experienced severe back pain, discomfort, and the edge of the battery was sticking out. X-ray revealed that the ipg had migrated. The patient underwent a revision procedure wherein the pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.